Event description:
It was reported that on (B)(6) 2021, the hand piece for battery powered driver is not working properly. The issue was discovered during testing. There was no patient involvement. Upon manufacturer investigation, the repair technician reported contact plate cracked, dirty membrane vent, and device ran in low power for all three speeds. This report is for a hand piece for battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional procodes: gxl, hxx reporter is a synthes employee. Part: 05.000.008, synthes lot: 005612, supplier lot: 005612, release to warehouse date: january 06, 2014, supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported the hand piece for battery powered driver is not working properly. The repair technician reported contact plate cracked, dirty membrane vent, and device ran in low power for all three speeds. The cause of the issue was not determined. The item will be repaired per the inspection sheet, and returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.